Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intestinal canal resection and performing anastomotic operation at laparoscopic colectomy, the first firing was possible without any problems, but a new cartridge was attached to the same handle and an attempt was made to fire but could not be performed. The cartridge that had been attached was discarded, and then a new one was taken out and the user tried to fire, but it could not be fired. When the handle was replaced, the first cartridge that was defective was not used as it was filthy and firing could be performed with the same second cartridge and the issue was resolved. There was no patient injury.